Manufacturer narrative:
H3 other text : discarded by customer.

Event description:
It was reported that the delivery device separated during the procedure and there is a possibility that some of the sheath remained in the pedicle, although it cannot be confirmed. It should be noted that the procedure was completed successfully without any medical intervention, surgical delays, or adverse consequences.